Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a rash at sensor insertion site. Patient claimed that she had been experiencing skin irritation at insertion site beginning in (B)(6) 2014. Patient stated that an ointment had been applied to insertion site to relieve symptoms. Patient sought medical intervention from a dermatologist on (B)(6) 2014 and was instructed to contact dexcom technical support. No further medical intervention was necessary.